Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a routine pulse generator change out procedure, the patients blood pressure increased and had a seizure like episode. A single instance of low impedance and noise reversion episode were noted. The physician elected to explant and replace the lead.